Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they removed sensor and noticed that the cannula was not attached. Customer's blood glucose level was 146 mg/dl. Customer stated that everything was normal during insertion. Customer was worn sensor for 10 minutes. Customer did not reported that the cannula was fractured inside the body. The sensor will be returned for analysis.